Event description:
Boston scientific crm received information that this right atrial lead was explanted during a ventricular lead revision procedure. It was reported that the lead had been previously repositioned due to loss of capture and dislodgement. The leads were found reversed in the device header at the most recent procedure.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.